Event description:
Information was received indicating that the patient tried to setup a smiths medical cadd ms3 pump and it would not allow him to program it. Subsequently. The pump was replaced. No adverse effects were reported.